Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 366 mg/dl. The customer went to the emergency room (ER); however, the bg level started to drop and the ER did not provide treatment. The customer left the ER with the bg level at 219 mg/dl and was stable. The customer reverted to using insulin injections until more pump supplies were obtained.